Event description:
It was reported that during the preparation of the deltaplush platinum microcoil (dpl10020320/c13298), the sheath which protects the coil remained blocked. However, upon receipt of the device, it was noted that the coil was stretched. Therefore, the device was not used on the patient, and there was no adverse event reported.

Manufacturer narrative:
As viewed through the returned packaging, the coil was returned unsheathed, unprotected, and stretched at the proximal section, therefore it cannot be fully determined how much of the coils damage occurred from post-procedural handling. The coil¿s socket ring has been pushed down inside the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and surrounding edges have been severely damaged and raised above the surface plane. The locking mechanism has compression and stretching damage. The primary contributing factor to the coils inability to be advanced occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which gave the ¿blocked¿ impression felt by the end user and may have caused a portion of the coils damage. In this condition the coil cannot be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the severed proximal pull tab section of the sheath used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed with analysis, additional damages found on the units may have occurred during the shipping process, but this could not be corroborated. Based on the available information, it appears that procedural factors contributed to the event, additionally the DHR¿s for both device indicated that lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.